Event description:
It was reported by service report that the fowler was drifting and would not activate in certain positions. It was further reported the fowler gas cylinder was leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.